Event description:
On 11-jun-2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that the healthcare professional (hcp) reported the occurrence of infection, including both deep and superficial infection, in the patient following the use of an arthrex knotless tensiontight button implant system for the indication of a biceps tendon lesion. At the time the infection was identified, fixation had already been achieved. As a result, the implant was removed, and a washout procedure was performed to treat the infection. The reported adverse event was classified as infection. Device causality was assessed by the hcp as probably unrelated to the device. No device malfunction or breakage was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.